Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information gathered via follow-up revealed the patient had not recharged his ipg as recommended. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been unable to communicate with external devices. The patient's doctor and a nurse confirmed the issue. As a result, the patient will undergo surgical intervention to address the issue.